Event description:
Event description cpi received information that this endotak down-sized plus lead (0125) was removed from service due to intermittant sensing. The lead was cut and capped. A new (0125) lead was implanted.